Event description:
It was reported that the patient had a full revision performed due to high impedance. During surgery, it was reported that the lead was reconnected and high impedance was still observed. The test resistor verified the generator was functioning as expected and the lead was the cause of the high impedance. Xrays were taken and reviewed; however, the cause of the high impedance was not observed. Xrays were taken and reviewed. Connector pin is observed past the second connector block. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead cannot be visualized at the connector pin, therefore it cannot be confirmed that the lead is intact at that point. Based on the images provided, the cause of the high impedance is not able to be determined. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. It was reported that the explanted devices are not available for return. No additional relevant information has been received to date.